Manufacturer narrative:
On 3-21-2023, the following information was reported: the pump history was reviewed and it was determined that the battery was depleting appropriately during the event. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose (bg) level. No additional patient or event information was available.